Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump was returned with an energizer alkaline battery installed. The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with minor scratched display window and a small crack on the reservoir tube lip. Data analysis: a (B)(6) 2016 daily insulin total = 1.875u, a (B)(6) 2016 daily insulin total = 1.875u, a (B)(6) 2016 daily insulin total = 1.875u, a (B)(6) 2016 daily insulin total = 1.875u, a (B)(6) 2016 daily insulin total = 8.850u, a (B)(6) 2016 daily insulin total = 13.875u, a (B)(6) 2016 daily insulin total = 4.875u.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with low blood glucose. At one occasion, while in the hospital, overnight, the customer's blood glucose was 39 mg/dl. The caller stated that the customer passed away on (B)(6) 2016, at home. Per the death certificate, the manner of death was natural causes and the immediate cause was end stage renal disease due to consequences of type 2 diabetes. The caller stated that the customer's blood glucose was quite high the day before passing. The customer had a log that he kept and according to the log, at 8:03am, hid blood glucose was 403 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the weekend before passing, the customer was in the hospital due to shortness of breath and had a couple of "aggressive" dialysis sessions, during which time the customer was given oxygen. The caller agreed returning the insulin pump for analysis.